Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, guide wire visibility difficulties were encountered. The location of the lesion is unk. The physician was attempting to treat the pt and could not visualize the tip of the pt2 guide wire under fluoroscopy. The guide wire was removed from the pt without incident. The procedure was completed with another of the same device. No pt injuries or complications were reported. No pt's status was reported as "stable".

Manufacturer narrative:
(B)(4).